Event description:
The customer reported to olympus, the high frequency unit "esg-400" displays error code e006 (nonconductive fluid error). The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: increased number of deposits of tissue on the electrode. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. Increased contact resistances due to defective contacts. The instrument is located in a gas bladder during activation. The measuring method of the esg-400 might have an impact on the conductivity. For this error message, a user error cannot be excluded. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.